Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 98 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. No failures or malfunctions were detected, the device operated properly to manufacturer specifications.

Event description:
It was reported to carefusion that while in route to the doctor's office, the mother of the patient recalls the pulse oximeter alarm sounding, then the ventilator. The nurse assured the mother that the baby was fine and had silenced the ventilator alarm. The mother was later informed by the nurse that the tracheostomy tube came out and she put it back in place. Upon arrival to the doctor's office, the mother noticed the baby was blue and the tracheostomy tube was not in place. The baby was rushed into the office and an emergency tracheostomy tube change was done. The baby was manually ventilated and was transported to the emergency room via ambulance. The baby was pronounced dead at the hospital. There are no allegations against the ventilator, however, the customer would like confirmation that the ventilator functioned as intended.